Manufacturer narrative:
(B)(4) for the reported event of gauge reading inaccurately. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
A visual examination of the complaint device revealed that the internal dial was bent. The gauge needle was on the wrong side of the stop pin. The lens was loose in packaging. A functional evaluation was performed and the unit read high of about 5psi. The needle was reset and the test was repeated but the gauge was unable to function properly. Based on the condition of the returned device, the reported defect of gauge reading inaccurate was confirmed. The noted defect likely occurred due to handling of the device or portion of the device without direct patient contact either during shipping, unpacking or preparation of the device for the procedure. This could have led to the gauge receiving a shock causing damage to the internal mechanism of the gauge which would result in the gauge not operating to its specifications. Therefore, the most probable root cause of this complaint is handling damage. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a pneumatic inflator was used during an esophageal dilation procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the balloon was able to be dilated. However, they noted that the dial on the gauge was bent and stuck at one pressure reading. The procedure was not completed due to this event and the procedure was rescheduled to be performed on an unknown date. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that a pneumatic inflator was used during an esophageal dilation procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the balloon was able to be dilated. However, they noted that the dial on the gauge was bent and stuck at one pressure reading. The procedure was not completed due to this event and the procedure was rescheduled to be performed on an unknown date. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.